Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user underwent a total knee replacement surgery. Following the procedure, the surgical incision was covered with an aquacel surgical dressing. After wearing the dressing for 2 days, the patient complained of pain and discomfort beneath the dressing. Upon removal there was significant blistering and skin stripping, and a severe inflammatory response was noted around the incision site as a result of an alleged allergic reaction. Although there was no evidence of wound infection, the patient hospitalization was prolonged to 14 days to accommodate more frequent dressing changes. An alternative dressing was applied to the incision site and the patient was also given an analgesic for pain control.